Manufacturer narrative:
Additional information has been requested regarding the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited power consumption above normal and high watts alarms and suspected of thrombus in the impeller. The patient initially had subtherapeutic international normalized ratio (inr) at 1.1 and anticoagulant doses were increased as the patient was not a candidate for heparin. The patient had a recent nosebleed and had been supratherapeutic with inr. The patient was admitted for hematuria, dark urine, lactate dehydrogenase (ldh) of 4234 and with blood hemolysis. The patient was started on direct thrombin inhibitor intravenous (IV). Blood pressure support medication was started at low dose of renal protection due to some acute kidney injury (aki). Overall the patient is hemodynamically stable with speeds of 2660 rotations per minutes, flow of greater than 10 and power of 8.3 watts. The patient underwent tissue plasminogen activator (tpa) bolus of 10mg followed with drip at 1milliegrams/hour for about 36 hours. Immediate sharp drop in flow/powers with bolus followed by slow downward trend back to expected ranges. Tpa was stopped at that point and patient kept on bivalirudin. Ldh was initially hemolyzed then 4000, now down to 900s. He unfortunately remains with significant aki and is on dialysis, and is also febrile. Short-to-long term goal is for renal improvement and possible pump exchange. The patient is no longer a transplant candidate. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
### A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) was not returned for evaluation. The reported high power event was confirmed via review of the controller log files which revealed an increase in power consumption and estimated flows starting on 08/apr/2022, leading to parameters above normal operating range, and eight (8) high watt alarms logged on (B)(6) 2022. Information provided by the site indicated that a device thrombus was suspected. The patient initially presented with subtherapeutic international normalized ratio (inr), and the patient¿s anticoagulant medication was increased. Of note, it was reported that the patient had a recent nosebleed and supratherapeutic inr. The patient was later admitted with hematuria, dark urine, elevated lactate dehydrogenase (ldh) levels, and hemolysis, and the patient was treated with an intravenous direct thrombin inhibitor and a low dose of blood pressure support medication due to acute kidney injury (aki). It was further reported that the patient was treated with tissue plasminogen activator, as well as received dialysis for significant aki. Based on the available information, the device may have caused or contributed to the reported event. Based on the available information, the most likely root cause of the high power event may be attributed to external factors such as thrombus formation/ingestion. Per the instructions for use, device thrombus, hemolysis, bleeding, and renal dysfunction are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of heparin induced thrombocytopenia. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.